Manufacturer narrative:
Device evaluated by MFR.: the watchman flx delivery system (wds) without the closure device was returned for analysis. Visual inspection found a kink in the sheath 6cm proximal of the tip. Microscopic inspection under the microscope found tip damage as the tri-cuts were flared and there were abrasions within the sheath tip. There was a hole in the sheath 2.5cm distal of the snapping feature. A photo was provided and depicts the sheath kinked in the same location as identified during analysis. A video provided for analysis depicts the device leaking through a hole in the sheath. Product and media analysis confirmed the reported events as there was a hole in the sheath and the sheath was kinked. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that the sheath was damaged and kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned, and a 24mm watchman flx closure device and delivery system (wds) was inserted. The wds was deployed and recaptured for reposition. After removing the wds from the patient, the device was flushed and the nurse noted water exit from a small hole on the proximal part of delivery catheter. It was also noted that there was a kink in the sheath on the distal part of the sheath. A new 24mm wds was prepared, and the closure device was implanted to successfully complete the procedure.

Event description:
It was reported that the sheath was damaged and kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned, and a 24mm watchman flx closure device and delivery system (wds) was inserted. The wds was deployed and recaptured for reposition. After removing the wds from the patient, the device was flushed and the nurse noted water exit from a small hole on the proximal part of delivery catheter. It was also noted that there was a kink in the sheath on the distal part of the sheath. A new 24mm wds was prepared, and the closure device was implanted to successfully complete the procedure